Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose (bg) levels ranged from 100 mg/dl to 244 mg/dl. The high bg level was addressed with a bolus delivery via the pump. The customer's bg level was 142 mg/dl at the time of the call. Reportedly, the customer was able to load a cartridge successfully, and had insulin pens available as alternate insulin therapy.